Manufacturer narrative:
.

Event description:
End user's mother states the front swivel wheels split with mother on the walker. The mother fell, was scrapped and bumped her head. No medical intervention sought.